Manufacturer narrative:
Product event summary - the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further test ing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a follow up check, the atrial lead impedance was high. During the procedure to replace the lead it was impossible to interrogate the device. The device was explanted and replaced. The atrial lead then tested within normal limits. There was a possible lead connector problem. The lead is still in use. No patient complications have been reported as a result of this event.